Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge flag and blue retainer were found to be loose at initial visual inspection (see attached image) as well as via logs (attached). The issue with properly detecting the purge pressure disc was reproduced. During this investigation, the purge flag completely broke off. Therefore, the root of the loose purge clip not reading purge was due to a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a damaged purge disc holder in the automated impella controller (aic) . A loner aic was sent. There was no patient involvement noted.